Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream alarm at 5 psi (pounds per square inch) which was not reproduced. A review of the event history log identified downstream occlusion alarms. The cause was determined to be the force sensor was out specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion at 5 psi (pounds per square inch), which was too low. The reported event was discovered during testing at the biomed service. There was no patient involvement. No additional information is available.